Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. It should be noted that the proglide instructions for use (IFU) states to remove the guide wire before the exit port crosses the skin line. Based on the reported information the reported difficulties appear to be related to used technique as the device was deployed prior to removing the guide wire. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 6fr sheath, after an interventional procedure. Reportedly, following needle deployment, when attempting to remove the proglide device from the patient anatomy, the knot caught on the guide wire and the proglide device could not be removed. The guide wire had not been removed from the device prior to needle deployment and the device could not be removed from the patient anatomy. The guide wire was removed and the proglide device could then be removed from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.